Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported that free-flow occurred; an ivpb of levaquin was started. At some point later when the nurse went back into the room, they noted a yellowish tinge in the primary IV bag, which looked like levaquin. They checked the setup and noted that the levaquin was flowing into the primary bag through the backcheck valve. No patient harm or medical intervention occurred. No further patient/event information was reported.